Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver display was frozen. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver stuck on "dexcom" screen. A receiver boot test was performed and failed due to the receiver stuck on "dexcom" screen. Functional tests were not performed due to the receiver stuck on "dexcom" screen. The receiver log was not downloaded for review due to the system check displayed on screen then shutdown. Tried to boot up receiver but stuck on "dexcom" screen. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
An internal visual inspection was performed and passed.

Manufacturer narrative:
(B)(4).